Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was not used on a patient. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump was returned and evaluated by the manufacturer of the pump berlin heart (B)(4). An initial investigation of the returned blood pump revealed no nonconformities. The blood pump was subjected to functional testing on the internal pump test stand and the pump functioned as intended and met its required minimal functional specification. Furthermore, the outflow valves were found to open and close normally. A final visual inspection of the leaflets of both valves did not reveal any defects.

Event description:
Berlin heart inc. Clinical affairs (ca) was informed by the site on (B)(6) 2016 that while priming the pump for a pump exchange,the surgeon found that the outflow valve leaflets were fused together. The surgeon tried to use forceps to loosen it, but could not. This pump was not used on the patient and the site primed another pump.